Manufacturer narrative:
Unit passed displacement test. Pump error 63 (variable 3) was present in the pump trace download and pump error alarmed during self-test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error .

Event description:
The customer reported via phone call that they experienced hardware low level failures alarm. The customer¿s blood glucose level was 113 mg/dl. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer reported that self-test passed. Troubleshooting was declined. The device will be returned for analysis.